Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon expressed concern that their post op images did not reflect the same dorsal height as the guidance system plan. The surgeon thought the screws looked significantly more proud than they should have been. There was no patient harm and the procedure was delayed less than one hour. Additional information received from a manufacturer representative reported that the deviation was less than 3.5mm.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information was not available. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the most probable cause of the reported dorsal height of the screws was proud planning, which did not take into account the pre-existing screws in l4-l5 and the additional few mm in dorsal height that would be left after their removal. Bone removal and hardware extraction after registration may have also contributed to potential anatomy shifts before and during screw insertion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.